Event description:
Post-procedure, patient seen in pacu for red thighs where pads were previously located. Bilateral blisters developed.

Manufacturer narrative:
The complaint was not confirmed due to the catalog number, lot number and device were not provided. Due to the limited information provided, the cause of the complaint could not be determined.